Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device's screen froze while in use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The system pcb was replaced as a precaution. The device passed functional and performance testing and was returned to the customer. Stryker further evaluated the replaced part, and the reported issue could not be reproduced, but was verified by review of the device data. A root cause was unable to be conclusively determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device's screen froze while in use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.